Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. No patient involvement.